Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several no delivery alarms. The customer¿s blood glucose was 486 mg/dl at the time of incident. Customer stated that the insulin pump would alarm no delivery even after rewind and prime process. Customer also reported to have experienced a high blood glucose of 486 mg/dl and treated with manual injection. Customer's blood glucose reading went down to 247 and was treated with insulin pump. Customer declined high blood glucose troubleshooting and stated that she will call back to complete the troubleshooting. The insulin pump is not expected to return for analysis.